Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose bg level was 680 mg/dl. The bg was addressed with a manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.